Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: up1a.231005.007.g996usqsafxai hardware: sm-g996u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod less than an hour. The adhesive completely separated from their abdomen causing the cannula to dislodge. There was also bleeding from the infusion site reported. As treatment, a new pod was placed and activated.